Event description:
Report for device #2 of 2. Report received of an arterial vessel occlusion. The physician attempted arteriotomy closure with the closer s 6 fr device following an interventional procedure. The arterial access site was confirmed in the common femoral artery. It was reported that the device was inserted without difficulty and adequate mark was achieved. The foot was deployed and then the needles were deployed. When the needles were retracted, it was discovered that a bilateral cuff miss occurred. The device was removed and another closer s 6fr device was advanced and deployed. It was reported that the suture broke during knot deployment. The device was removed and manual compression was applied acheiving hemostasis after 1 hour. Later that day, it was reported that the dorsalis pedis pulse was absent. The next day an angiogram was performed which revealed a thrombotic occlusion. The pt was taken to surgery for thrombus removal with a fogarty catheter. The surgeon reported that there was severe calcification at the arteriotomy site. One week later, the pt's condition was "well". Multiple unsuccessful attempts have been made to obtain add'l info.